Event description:
New information received notes that programming changes were made. The patient was stable after the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced induced ventricular fibrillation (vf) due to undersensing. The patient received a shock for the vf. Programming changes were discussed.